Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a device implant, the physician did a selective angiogram of the cs through the mdt ehxl sheath with the lv lead in place. This caused a localized dissection with pericardial staining. The patient remained stable however the lead could not be removed or advanced. The lv lead was left in place with pacing only. The device was programmed to ddd, rv with vip for now. The patient was stable pre, during and post procedure and was discharged home. Patient returned for a dressing change with is the normal protocol and was stable with no complaints. The patient will return for recheck within several weeks.